Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that total daily dose intermittently did not reflect accurate despite being in use. No adverse effect on customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.